Manufacturer narrative:
Product information has not been provided to date for the syringe involved in this event. Section d: suspect medical device information is unknown at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported in medwatch (mw5153860) on 30-apr-2024 that the patient found contaminated supplies on april 10; there were (2) sealed 50cc syringes with hair sealed in with the syringe(s). Lot number and expiration of syringe(s) were unknown. Photographs were not provided. No alarm was related to event. This was a continuous infusion. Set flow rate and volume delivered were unknown and not related to event. Product fault did not occur in use with patient. Product issue did not cause or contribute to patient or clinical injury. Patient had backup cassettes to use and was able to successfully continue the infusion. Infusion is life-sustaining. No missed doses or adverse events reported. The outcome was resolved, and supplies were being replaced. There was no further information and was reported to cvs/caremark by health professional with reference reports: mw5153865, mw5153866.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.